Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the kendall 5fr. Urethane umbilical catheter. The customer states "the uvc catheter pulled apart from the stopcock and bleeding occurred; a blood transfusion was required.